Event description:
A customer reported via phone call indicating that their insulin pump was squirting out 0.7 units of insulin during manual prime. The customer's blood glucose level was unknown. The customer was did not know why the issue occurred. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump had a scratched display window, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip and a missing end cap sticker.